Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test. No under delivery anomalies or unexpected insulin flow blocked alarms noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose. The customer¿s blood glucose level ranged from 22.2 mmol/l to 24.3 mmol/l at the time of incident. The customer was treated with manual injection. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer alleged the insulin pump was under delivering insulin due to insulin delivery stopped while giving bolus. Customer was not using auto mode. The insulin pump will not be returned for analysis.